Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Low resrevoir alarm functioned properly during testing. Cracks to the case, reservoir tube lip, battery tube threads, damages to the lcd window and missing end cap sticker noted.

Event description:
Customer reported that the insulin pump was alarming during manual prime/rewind process and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.